Manufacturer narrative:
The customer's calibration, qc, sample pre-analytical details, and system alarm trace were requested but not provided. The patient's sample was provided for further investigation. The investigation confirmed the customer's elecsys ft3 iii results were reproduced. The investigation tested the patient's sample with two ft3 assays, elecsys ft3 iii version 1 and elecsys ft3 iii version 2. The patient's elecsys ft3 iii version 1 result was higher than the elecsys ft3 iii version 2 result, however, both ft3 results were within the normal reference range of the assay. The investigation tested the patient's sample on a cobas e 411 immunoassay analyzer. The patient's ft3 result was within the normal reference range. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's sample was collected on (B)(6) 2021. The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed further testing with an accuraseed analyzer. Also, the patient's sample was sent for further investigation and tested on a cobas 8000 e 801 module, cobas e 411 immunoassay analyzer, and an abbott architect analyzer.